Event description:
Adverse events: "case delayed for 15 minutes" (surgical procedure delayed); "eye went a little soft" (intraocular pressure, delayed, uncontrolled). Product problem; "system message" (device displays error message); a nurse reported that during surgery, a system message was displayed. The eye went a little soft. It was reinfused and the case was completed after rebooting the sys. No pt impact was reported.

Manufacturer narrative:
No samples were returned for eval. The territory mgr (tm) was unable to replicate the issue but confirmed the sys message via event log. The service test procedure was performed and the sys met spec. A review of the reported complaint class in the last 24 months against the sys has shown an increase in reporting seen for globe under pressure. A root cause for the reported sys message and subsequent soft eye cannot be determined because no samples have been returned for analysis and the issue was unable to be replicated by a company tm. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).